Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side recall and defect and possible leak at 7'oclock via ultrasound. The device remains implanted.

Event description:
The device has been explanted.